Manufacturer narrative:
Corrected data: h6. Annex a code and annex b code related to the dcs were erroneously omitted from supplemental medwatch 001. Additional does. Annex g code related to the dcs was erroneously omitted from supplemental medwatch 001. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, upon the first deployment attempt, the deployment depth was too shallow in relation to the target deployment depth. Subsequently, the valve was recaptured. Upon recapture, complete heart block (chb) was observed. Subsequently, the valve was placed successfully. Following full deployment, the chb resolved, so the temporary pacing was inserted and the patient was kept for monitoring. Additional information was received that per the physician, the delivery catheter system (dcs) did not cause or contribute to the chb.

Manufacturer narrative:
Corrected data: d. This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: medtronic brand name: deliv sys d-evolutfx-2329; product ID: d-evolutfx-2329; lot: 0013079831; UDI: (B)(4); manufactured date: 2025-10-15; use by date: 2027-10-15; implant date: n/a; FDA site ID: 9612164. H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, upon the first deployment attempt, the deployment depth was too shallow in relation to the target deployment depth. Subsequently, the valve was recaptured. Upon recapture, complete heart block (chb) was observed. Subsequently, the valve was placed successfully. Following full deployment, the chb resolved, so the temporary pacing was inserted and the patient was kept for monitoring.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {non-implantable} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.